Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle is clogged due to insufficient reprocessing. The evaluation also found a cracked light guide lens, cracked adhesive on the bending section cover or distal sheath, scratched insertion tube, labels not properly fixed, brush did not pass from suction cylinder to grip, switch 1 hole, loose control knob, dents and scratches on the complete video, worn glue on the objective lens, and scratches on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope cleaning brush was getting caught upon cleaning, many seeds were brushed out of the channels even after suctioning at bedside during cleaning. The device could not pass brush through suction channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected/prevented by following the instructions for use (IFU) sections which state: user may detect the suggested event by handling the device in accordance with IFU below. Inspection of the suction function. Inspection of the instrument channel. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.